Manufacturer narrative:
A ge service rep performed an on site investigation. A circuit board was replaced. The system operates as intended.

Event description:
The customer reported that the system displayed a potentiometer error. No pt injury was reported.